Manufacturer narrative:
(B)(4). It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. The thermocool smarttouch uni-directional catheter was open and in the body but was not being used. The soundstar eco catheter was being used during mapping and a tamponade was noted and confirmed via intracardiac echocardiogram. A pericardiocentesis yielded 300ml. Patient was reported to be in stable condition. The remainder of procedure was aborted. The patient initially improved and then worsened. The patient required a few days of extended hospitalization in the intensive care unit as a result of this adverse event. The patient outcome is fully recovered with no residual effects. The physician did not provide a causality opinion. Upon receipt, the catheter was visually inspected and it was found in normal conditions. Deflection, carto, coil and transducer test were performed and catheter passed all specification. No error was found. Product is working properly. The device history record (DHR) review verifies that the device was manufactured in accordance with documented specification and procedures. The complaint was not confirmed.

Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: carto 3 system: model #:m-4800-01, serial #: (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident. (B)(4).

Event description:
It was reported that a female patient underwent an idiopathic ventricular tachycardia ablation procedure for premature ventricular contractions (pvcs) with a thermocool smarttouch uni-directional catheter and soundstar eco catheter and suffered a cardiac tamponade requiring pericardiocentesis/pericardial drain. The thermocool smarttouch uni-directional catheter was open and in the body but was not being used. The soundstar eco catheter was being used during mapping and a tamponade was noted and confirmed via intracardiac echocardiogram. A pericardiocentesis yielded 300ml. Patient was reported to be in stable condition. The remainder of procedure was aborted. The patient initially improved and then worsened. The patient required a few days of extended hospitalization in the intensive care unit as a result of this adverse event. The patient outcome is fully recovered with no residual effects. There were no factors cited that may have contributed to the adverse event. The physician did not provide a causality opinion. No transseptal puncture was performed. There is no sheath information. Generator parameters, overall ablation time, and last ablation cycle time were not reported, as no ablation was performed. There is no information regarding irrigated catheter flow setting. Patient received anticoagulant during the procedure with activated clotting time maintained at 300 seconds or above. There were no error messages reported on any bwi equipment during the procedure. Since this adverse event required medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious and MDR reportable.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation on 12/2/2016. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. (B)(4).